Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed architect lactate dehydrogenase (ldh) imprecision with two patient samples. The normal range for the ldh assay is 125 - 220 u/l. Sample 1: 575 and 664 u/l. Testing at the customer's other lab was 556 u/l. Sample 2: 207 and 543 u/l. No adverse impact to patient management was reported.

Manufacturer narrative:
During troubleshooting of the architect c4000, sn (B)(6), the field service representative (fsr) adjusted the incoming water pressure from 60psi to 25psi, drained 5ml of fluid from the degasser cannister, calibrated the sample probe, and completed two precision studies with all results in specification. No additional discrepant result issues have been reported since the service activity was completed. The service history for the (B)(6) was reviewed and no additional erratic or discrepant patient results were reported historically. There were no reported service or complaint issues on or around the date the customer experienced the issue that contributed to the event. Tracking and trending was reviewed and did not identify any related trends. Manufacturing documentation was reviewed and no issues were identified. Additionally, labelling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c4000 analyzer.